Event description:
On 16/may/2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced shortness of breath during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following dyspnea experienced during a pd treatment at home. The patient¿s dyspnea was attributed to pulmonary edema caused by unspecified cardiac disease (suspected to be heart failure) diagnosed during this admission. It was affirmed no dialysate solution entered the patient¿s lungs evidenced by the absence glucose in pulmonary testing and the edema was solely attributed to her new diagnosis of cardiac disease. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s dyspnea due to cardiac disease was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was assumed the patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. Teach pumps passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced shortness of breath during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following dyspnea experienced during a pd treatment at home. The patient¿s dyspnea was attributed to pulmonary edema caused by unspecified cardiac disease (suspected to be heart failure) diagnosed during this admission. It was affirmed no dialysate solution entered the patient¿s lungs evidenced by the absence glucose in pulmonary testing and the edema was solely attributed to her new diagnosis of cardiac disease. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s dyspnea due to cardiac disease was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was assumed the patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced shortness of breath during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following dyspnea experienced during a pd treatment at home. The patient¿s dyspnea was attributed to pulmonary edema caused by unspecified cardiac disease (suspected to be heart failure) diagnosed during this admission. It was affirmed no dialysate solution entered the patient¿s lungs evidenced by the absence glucose in pulmonary testing and the edema was solely attributed to her new diagnosis of cardiac disease. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s dyspnea due to cardiac disease was not due to a deficiency or malfunction of any fresenius product(s) or device(s). It was assumed the patient will continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.